Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure insert system disk and press enter' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via mitigation done by the biomedical technician who is trained by the manufacturer. During laboratory analysis, the product surveillance technician observed the end user's hard drive to pass testing 10 consecutive times booting to the splash screen with no errors occurring. There were no visual damaged noted to the hard drive. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 - evaluation is in progress, but not yet concluded.